Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 16 mmol/l. The customer stated that the device was not exposed to moisture the customer was golfing and it was raining so pump got wet. The customer already reverted back to pen. Customer was advised that the device would be replaced.

Manufacturer narrative:
The pump was received with a button error alarm, and intermittent button response due to corroded keypad traces. No moisture damage was noted on the electronic assembly during visual inspection. The pump also had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked belt clip slot, a cracked reservoir tube lip and a cracked case at the reservoir tube window corner.